Manufacturer narrative:
Intuitive surgical inc. (Isi) received the units involved with this complaint and completed the device evaluations. The failure analysis results are as follows. The reported failure was confirmed on the universal side manipulator (usm). The unit was tested on an in-house system and passed normal mode. The unit was also tested on a pftp and passed lissajous, sensors check, sine cycle, and friction tests but failed angry sine cycle triggering a 23035 on yaw. The yaw motor module bottom bearing was found to be rusted. Failure analysis was not able to confirm the reported complaint with axes controller platform (acp). The board was installed in the system and it came up with no errors and all the gantry motors were driven through their full range of motion with no issues. The system ran 10 power cycles with this board with no errors and then remained in the system for over 4 hours while the system was in use and no issues were reported. No trouble was found on the acp and has passed final system test. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the customer experienced a recoverable fault 32100 when repositioning the patient. A 32100 error indicates hardware monitoring error. The customer attempted to recover from the fault but the issue persisted. The customer was not able to disable the boom to continue and therefore converted to a traditional open surgery. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the robotic coordinator stated the error was observed in the middle of the procedure as the patient was being repositioned. When the error was observed they called in to the isi technical support for assistance but were not able to recover from the fault. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. Furthermore, a review of the system logs found error 32100 pointed to acp5. To resolve the issue, the fse replaced the acp board and the usm.